Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure, it was mentioned that the sheath was aspirated normally and a farawave catheter was inserted. When they were ablating the left superior pulmonary vein (lspv), air was noticed on the sheath. The physician aspirated the sheath and decided to continue. However, within few minutes in the same vein, a lot more air in the sheath was noted. Additionally, it was also mentioned that the hemostatic valve was not functioning. Thus, the sheath was replaced with the same model sheath and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. Media was provided for review.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. An image was reviewed by a boston scientific quality engineer. The picture showed visible air bubbles. The review of the image confirmed the reported allegation.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure, it was mentioned that the sheath was aspirated normally and a farawave catheter was inserted. When they were ablating the left superior pulmonary vein (lspv), air was noticed on the sheath. The physician aspirated the sheath and decided to continue. However, within few minutes in the same vein, a lot more air in the sheath was noted. Additionally, it was also mentioned that the hemostatic valve was not functioning. Thus, the sheath was replaced with the same model sheath and the procedure was completed successfully. No patient complication were reported. The device was received for analysis. Media was provided for review.